Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported the impedance measurement on the atrial lead was low. It was also reported there was diminished sensing, oversensing and inhibited pacing. A lead insulation issue is suspected. The first attempt to replace the lead was not successful due to the occlusion of the patient's venous access. The lead was then surgically extracted the next day and a new lead was implanted. No patient complications have been reported as a result of this event.